Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.1650 mg/day) via an implanted pump. The indication for pump use was chronic low back pain, failed back surgery syndrome, and non-malignant pain. On (B)(6) 2017, when they were replacing the pump, the physician noted a leak from the pump segment of the catheter. The catheter had good csf (cerebrospinal fluid) flow at the leak site and pump connector and the catheter was aspirated without a problem. The physician aspirated over 1 ml without a problem at the leak site. The physician cut 9.6 cm from the catheter and used a ¿connector pin/2 sleeves¿ from a revision kit to reconnect the catheter. No new catheter piece was added. The physician aspirated over 2 ml from the cap (catheter access port) after she connected the new pump. The physician also decreased the patient¿s daily dose down to 25% as a precaution. The issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury¿. The patient had no signs or symptoms and had not complained of any therapy issues prior. There were no issues with the pump refills and the reservoir volumes were accurate. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient stated he was having good therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the leak was undetermined. No further complications were reported.